Event description:
It was reported that during the implant procedure the lobes of the lead would not return to the pre-deployment position in order to reposition the lead. The lead was removed and examined. It was placed back into the patient and again, the lobes would not deploy for fixation. The lead was removed and was not implanted. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the overlay tubing and the middle insulation of the lead were observed to have blood ingression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.